Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the seal disengaged. The irrigation wand shaft grabbed the insufflation seal and was pulled back into the trocar body cause a sever stick or jam. It was so bad the surgeon tore the seal from the body of the trocar which pulled off the top cap. The trocar at that point became an open tube. The case was near completion. The surgeon covered the affected trocar for a little bit with his thumb, but the leaking was great. They pulled the trocar out and completed the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the envelope seal only was received in a sample jar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.